Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 03/3/2022, it was reported by a sales representative via email that an ar-4020c-07 fastthread biocomposite interference screw broke. Surgeon drilled line to line with a 7mm drill and inserted a soft tissue graft with the 7x20 fastthread screw. Both screws snapped when the screw got passed the tapered portion of the screw. This was discovered during a procedure. Surgeon completed case using an ar-4020c-06 fastthread screw.

Manufacturer narrative:
Complaint confirmed. Visual evaluation identified that the screw had broken and was damaged. Additionally, without the return of the device, further investigation cannot be performed.